Manufacturer narrative:
The used complaint company iii (d) cartridges, lot #15066010 were not returned. An unopened 10-count company carton was returned with two loose unopened pouches. The twelve returned unused company iii (d) cartridges were evaluated. The company iii (d) cartridges were microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. All twelve company iii (d) cartridges were functionally tested per the dfu. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company iii (d) cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The indicated associated products are qualified. The root cause for the reported complaint could not be determined. The used company iii (d) cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. The twelve unopened company iii (d) cartridges returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during 4 intraocular lens (iol) implantation procedures, foreign material was seen floating in and sticking to the back of the iols after insertion. The foreign material was removed during the surgeries and no lenses were replaced. No patient harm has been reported.additional information has been requested.